Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) replaced the master tool manipulator (mtm) and the blue fiber optic cable for low gbit value. The system was tested and verified as ready for use. The blue fiber optic cable involved with this complaint is a field scrap item and will not be returned to isi for further investigation. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer called a technical support engineer (tse) and reported that there was non-intuitive motion on arm 4, with cannulas access. The customer did not perform any troubleshooting; however, asked a field service engineer (fse) to check the system. The tse explained it was impossible to perform any action. The logs did not show any error and the procedure was finished without delay. The procedure was completing as planned with no reported injury or harm. Isi followed up with the initial reporter and obtained the following additional information: the component has been replaced for customer satisfaction. The reported issue could be related to the arm position during the case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a master tool manipulator (mtm) and the non-intuitive motion was reproduced during calibration. Axis 5 mech cable will be replaced. Isi followed up and obtained the following additional information. After ten minutes into the procedure, the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The surgeon was not attempting to manipulate instruments from the surgeon console. Failure is not related to an inability to move the instrument at all. The movements of the surgeon did not scale appropriately to the instrument. The observed movement was lesser than intended. The instrument move in the intended direction. No shakiness and friction were observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. Intermittent issues. The customer attempted to call to techcare and check logs. No patterns were identified. Instrument was inspected prior to use. No damage out of the ordinary was identified.

Event description:
Refer to h10/h11 for follow-up information.